Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage at the site resulting in high blood glucose. High blood glucose was addressed using correction injection via multiple daily injection. No further information was available.